Event description:
It was reported when using the pyxis medstation es system was disconnected. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by connection issue. The technical support specialist determined that no other findings were available. The system functioned as intended after the technical support specialist verified the device.